Manufacturer narrative:
The account indicated the manifold is causing the drift. Repairs have not been completed.

Event description:
Info received indicates the head hi/low function is drifting down.